Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading is 320 mg/dl. Customer tried to treat the high blood glucose with manual injection, but the blood glucose reading would not decrease. Customer was feeling sick to the stomach and vomiting. Customer discovered a bent cannula. Nothing further reported.